Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08517. It was reported that the pt experienced a sharp localized stimulation in her lower back covering a small area during a reprogramming session. An x-ray revealed lead migration. The lead will be revised. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.